Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens tore during insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound.